Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 6mm from the balloon proximal tip. The review of the lhr (lot f1225801) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci distributor that a pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 7f terumo sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approx 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the physician inserted the device into the sheath. The physician inflated the balloon until the black marker was fully visible. The physician withdrew the catheter until he felt the first stop (balloon abutting the tip of the sheath) and then the second stop (arteriotomy site). The physician opened the stopcock on the procedural sheath to assure temporary hemostasis was achieved. The physician applied tension and the device came out of the pt's body. The pt was converted to 12 minutes of manual compression at which time hemostasis was achieved. The pt was reported as hospitalized for unrelated and unspecified reasons.